Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found the sample was received in used condition without its original packaging. One sample has the retractor inactive and the skin adhesive de-attached from the tegaderm. One sample has the retractor active and the skin adhesive stuck to the base. During a review of the manufacturing process, the operators that perform critical operations such as bond skin adhesive film onto flange of sleeve and the skin adhesive inspections using a monitor are certified. The operator performs the visual inspection of the adhesive using the skin adhesive inspection fixture. Out of thirty two samples that were taken from cleo production line and were visually inspected with the camera vision system in order to verify that the skin adhesive was properly assembled, no discrepancies were detected. During functional testing, the skin adhesive was stuck to the tegaderm. The root cause of the reported issue was found to be product failure mode was originated after it left the facility.

Event description:
It was reported that the patient's cannulas have bent twice. Patient was hospitalized and a brand new site put on him while at the hospital; the site completely detaches from the tegaderm. No medical or surgical intervention was reported.